Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 456 mg/dl while wearing the pod. The patient reports having chest pain. The patient reports receiving an error for their sensor not communicating to the pod. Once at the hospital the patient was placed in the intensive care unit. The patients heart was monitored and the patient was treated with insulin. The patient was discharged from the hospital after 2 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.